Manufacturer narrative:
Additional information received reported the endoleak was determined to be a type iii fabric endoleak that occurred in the endurant ii stent graft bifurcate. Film review: the cause of the endoleak seem at final angio and 2 hours post-procedure could not be determined from the films provided. CT¿s prior to implant and films post-procedure when the reported type iii fabric endoleak event occurred were not available for review. Angiograms during implant confirmed contrast blush within the top of the sac, along the left side of the bifurcate coming from near the level of the flow divider. This appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Although a type iii fabric endoleak cannot be ruled out, the endoleak seen 2 hours post-implant was most likely the same type IV endoleak that did not resolve. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak. Lack of aaa exclusion from the pre-existing rupture likely contributed to the patient¿s death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: etlw1616c93ee sn (B)(4), use by date: 2018-04-21, UDI # (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that the patient had a CT, was sent to surgery and the following day the patient expired. The cause of the patient's death is unknown. No additional clinical sequelae were reported.